Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50 serial#: (B)(4) description: artisan 2x8 lim,50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The patient's symptoms were redness, swelling and fever. The patient was prescribed IV and oral antibiotics. The patient is doing well following the explant.

Manufacturer narrative:
A review of the manufacturing documentation of explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The patient's symptoms were redness, swelling and fever. The patient was prescribed IV and oral antibiotics. The patient is doing well following the explant.